Manufacturer narrative:
Evaluation method other = device history reviewed. Results other = device history review found the product met specifications when released for distribution. Conclusions: exact cause of the event has not been determined as the analysis has not been completed. Conclusion: analysis of the returned product is currently underway. Review of the device history record shows that the valve met manufacturing specifications when released for distribution. Upon completion of the analysis, a follow up report will be submitted to FDA.

Event description:
Medtronic received information that the surgeon experienced difficulty implanting this conduit valve. The surgeon expressed that the valve appeared to be larger than the labeled size of 14 mm. When weaning from bypass, the pulmonary pressures were observed to be elevated. The surgeon elected to reopen the patient, and found that the distal segment of the conduit was collapsing. The valve was abandoned, and an aortic homograph was implanted without reported difficulty. Measurements of the abandoned valve were observed to be 20-22 mm.